Manufacturer narrative:
The user-reported issue was confirmed. The speaker did not function as intended, and the service team replaced the speaker assembly. The pump was repaired and tested to meet all specifications on 01/31/2017.

Event description:
The user reported that the pump "is working without beeping sound." He mentioned that "whenever we press the button, there is no sound." No patient was involved.

Manufacturer narrative:
(B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795- 2017-00043).